Manufacturer narrative:
The device has not been returned for eval. Also, the lot number of the device was not provided by the customer. Therefore, a lot history review could not be performed.

Event description:
It was reported that bubbles occurred during sculpture ultrasound. There was no pt impact. Despite attempts, add'l info has not been rec'd.